Event description:
Initial creatinine result 2.7 mg/dl, bun result 33 mg/dl. Same sample repeated gave result of 0.9 mg/dl for creatinine and 21 mg/dl for bun. Initial results were reported, patient not adversely affected. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.